Manufacturer narrative:
Based on the claim against the product by the customer noting error 319 was observed, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The universal master controller (umc1) was replaced to correct the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. But, analysis is not yet completed. The complaint regarding error 319 was observed was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Failure analysis confirmed the reported issue as error logs on the umc confirmed there were several 319 node errors. The unit was installed on in house system and powered up with an error 319 and arms 3 and 4 did not power on.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, a non-recoverable error 319 was observed. The customer reported they have rebooted and the error returns. Intuitive surgical inc.(isi) technical service engineer (tse) reviewed logs and noted multiple 319 errors pointing to universal surgical manipulator (usm) 1 and 2. Tse asked to do hard reset system and the customer reported that usm 1 and 2 did not turn blue and 319 fault returned followed by a 31030. Tse reviewed logs and confirmed same errors returned. The operation room (or) staff moved the patient to different davinci room during hard reboot. The procedure was converted to another dv system with no reported injury. Isi rep also called tse to report the error. Tse noted that umc1 (controls arm1&2) was not present on startup. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.